Event description:
Patient arrived to cancer institute for scheduled visit to disconnect pump. It was noticed by rn there was approximately 6 ml's left to infuse although pump was indicating that infusion was completed. No harm to pt. Rn continued infusion until completed and patient was discharged home.